Event description:
Litigation papers allege shortly after surgery, patient began experiencing pain and tenderness in his left hip and groin. It is also alleged the pain and tenderness has never gone away and often is so unbearable that patient cannot stand or walk. It is further alleged patient will need future surger(ies).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cable, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.